Manufacturer narrative:
Investigation results: device analysis findings: the device was returned for analysis. A visual inspection of the device found that the burr and sheath were detached, and the coil was kinked, stretched and detached. The coil was stretched for approximately 11.5cm from the distal end of the catheter. Device history record (DHR) review: it was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review if completed: a risk review was completed and confirmed that the event of separation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the device history record review (DHR) and reported complaint, the most probable cause for this complaint was considered cause traced to transport or storage. It was considered likely that the reported events occurred due to a mistake during storage of the device as indicated within the reported events.

Event description:
It was reported that the burr was broken. About a month ago, the packaging of the 1.50mm rotapro was opened; however, it was not used due to a size mismatch and was stored afterwards. When the 1.50mm rotapro was taken out again for use at the target lesion was located in the left anterior descending artery, it was noted that the burr was found separated at the shaft at 1cm from the burr. The device did not enter the patient's body. The procedure was completed with another of the same device. No patient complications and the patient was stable. It was further reported that 80% stenosed target location was located in the moderately tortuosity and moderately calcified.

Event description:
It was reported that the burr was broken. About a month ago, the packaging of the 1.50mm rotapro was opened; however, it was not used due to a size mismatch and was stored afterwards. When the 1.50mm rotapro was taken out again for use at the target lesion was located in the left anterior descending artery, it was noted that the burr was found separated at the shaft at 1cm from the burr. The device did not enter the patient's body. The procedure was completed with another of the same device. No patient complications and the patient was stable.

Event description:
It was reported that the burr was broken. About a month ago, the packaging of the 1.50mm rotapro was opened; however, it was not used due to a size mismatch and was stored afterwards. When the 1.50mm rotapro was taken out again for use at the target lesion was located in the left anterior descending artery, it was noted that the burr was found separated at the shaft at 1cm from the burr. The device did not enter the patient's body. The procedure was completed with another of the same device. No patient complications and the patient was stable. It was further reported that 80% stenosed target location was located in the moderately tortuosity and moderately calcified.